Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the cannula coming away from adhesive plaster during the night leading to headache and a hyperglycemia. The blood glucose value was higher than the measurement range of the meter and could be lowered with insulin injection via pen and later on with bolus administration via pump.